Event description:
While harvesting vein from the patient's leg the provider noticed a small circular piece of plastic within the leg cavity. No other procedures had been performed on patient in that particular area, leading provider to believe that it only could have come from the disposable endoscopic vessel harvesting (evh) device.